Event description:
It was reported that during the xience stent implantation procedure, upon predilatation with a 2.0 x 12 mm voyager balloon in the left anterior descending (lad) coronary artery, a large dissection of the artery occurred. This resulted in near occlusion of the distal lad. The patient then experienced severe angina and an episode of ventricular fibrillation requiring defibrillation. The symptoms resolved with the deployment of 4 xience stents in the mid and distal lad. Post-procedure, it was determined that the patient had experienced a non-st elevation myocardial infarction as a result of the cascade of events during the procedure. No additional treatment was provided. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency and the product was not returned. The reported patient effects of dissection, angina, occlusion, mi and arrhythmias, including ventricular fibrillation, are known adverse events associated with balloon angioplasty procedures as listed in the instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.